Event description:
It was reported a device, when nurse pushed down the blade reset button it would not stay down and the shield was locked. Opened another device to complete the case. There was no consequence to patient.